Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Unknown - outflow graft / catalog number unknown / expiration date unknown. UDI #: unknown. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use?: yes. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the ventricular assist device (vad) operation range was below normal as seen on controller log files. The vad surgeon suspected a possible outflow graft occlusion and will consider a pump exchange. The patient remains hospitalized. No further information has been provided.

Manufacturer narrative:
Outflow graft 15908399-9412 catalog: 1125 exp. Date: 10/31/2021. Additional information received indicated that the patient underwent a resternotomy on (B)(6) 2017 for outflow graft occlusion. Thrombectomy was performed using fogarty occlusion catheter. The patient also had mediastinitis and sepsis which was treated with vacuum-wound therapy. The patient then suffered from intracranial bleeding on (B)(6) 2017 and had left hemiparesis. There was a pump stop event on (B)(6) 2017. Dissection of the outflow graft was performed on (B)(6) 2017 for pump thrombosis. The pump was subsequently explanted on (B)(6) 2017 while on extracorporeal circulation (ecc) bypass. The pump was explanted due to pump thrombosis, left ventricular thrombosis, and mediastinitis. The medical team felt that the pump thrombosis was related to subtherapeutic anticoagulation with heparin because of risk for recurrence of intracranial bleeding. Of note, anticoagulation medications, falithrom and marcumar, were contraindicated for patient use. The patient had a high bleeding risk after cholecystectomy on (B)(6) 2017 and intracranial bleeding event. It was last reported that the patient was weaned from ventricular assist device (vad) and remains hospitalized in the intensive care unit (ICU). Hemiparesis is in remission and patient continues on "sepsis therapy". The medical team further reported that the event was not related to the device and the pump will not be returned for analysis. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of sterility report of the pump confirmed that the device met the internal requirements prior to its quality assurance release process. The reported event of "low flow" was confirmed via log file analysis which revealed 484 low flow alarms logged starting (B)(6) 2017 and a decrease in estimated flow starting (B)(6) 2017 and (B)(6) 2017 to parameters below normal operating range. The reported "pump stop" event on (B)(6) 2017 could not be confirmed via available log files which cover data only up to (B)(6) 2017. Of note, the site noted the patient had a resternotomy for outflow graft occlusion. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the possible root causes of the reported event of low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, a kink in the outflow graft, incorrect placement of the pump during implant. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medical device: outflow graft 15908399-9412. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.